Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the lower arm the pta balloon allegedly ruptured at 30 atm. Reportedly, there was difficulty retracting the pta balloon through the sheath during the procedure. The health care provider used another pta balloon to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon appeared to have been previously inflated. No fiber disturbance was observed to the balloon. No anomalies were noted to the balloon or along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using a 0.035¿ in-house guidewire and passed with no issues. The balloon was inserted through an in-house 7fr terumo introducer sheath without issue. The catheter inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was inflated to rbp (26 atm) and held for approximately 60 seconds. During this time, no leaks or ruptures were found. The balloon was then deflated with no issues. The balloon was able to be retracted through the in-house introducer sheath without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for material rupture as no ruptures were identified during the evaluation. The investigation is unconfirmed for a retraction problem, as the balloon was able to be retracted through an in-house introducer sheath without issue. Per the reported event details, the balloon ruptured circumferentially at approximately 30atm. The rated burst pressure (rbp) for this balloon size is 26atm; therefore, the balloon was overpressurized. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." The root cause for this event is likely user-related. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.